Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report#: (B)(4). Pen needle returned (2 pen needles) with defect found. On qc evaluation on 3/6/2019; pen needle arrived without protective seal and with inner component bent and broken off: can not align or dispense properly. Final root cause: rc-003 other: improper use/mishandled by end user. Change the product code on section d to fmi (pen needles). Manufacturer contact customer on 2/20/2019 in a follow-up call; customer states she received the envelope and will send out the pen needles in the return envelope. No symptoms or medical attention reported at the time of the call.

Event description:
Consumer reported complaint for inaccurate dispense/ aspiration. The customer did not report symptoms. Medical attention is not reported. The product storage location is undisclosed. Pen needle lot manufacturer's expiration date is 07/01/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states 6 out of 100 pen needles would not allow the insulin to go through the pen needle and could not administer the insulin. Customer did not have to seek medical intervention. Customer does not have concern with the pen needle not lining up with the compatible pen. Customer is not claiming they were stuck with needle or the needle was out of protective cover. Customer does not have any more pen needles and was instructed to go to their local pharmacy/place of purchase for replacement.

Manufacturer narrative:
(B)(4). Pen needle returned (2 pen needles) with defect found. On qc evaluation on 3/6/2019; pen needle arrived without protective seal and with inner component bent and broken off: can not align or dispense properly. Final root cause: rc-003 other: improper use / mishandled by end user. Note: manufacturer contact customer on (B)(6) 2019 in a follow-up call; customer states she received the envelope and will send out the pen needles in the return envelope. No symptoms or medical attention reported at the time of the call.

Event description:
Consumer reported complaint for inaccurate dispense/ aspiration. The customer did not report symptoms. Medical attention is not reported. The product storage location is undisclosed. Pen needle lot manufacturer's expiration date is 07/01/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states 6 out of 100 pen needles would not allow the insulin to go through the pen needle and could not administer the insulin. Customer did not have to seek medical intervention. Customer does not have concern with the pen needle not lining up with the compatible pen. Customer is not claiming they were stuck with needle or the needle was out of protective cover. Customer does not have any more pen needles and was instructed to go to their local pharmacy/place of purchase for replacement.